Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic assisted distal gastrectomy. According to the reporter: during the procedure, it was noticed that a part of tissue pad was missing. The missing part was not found.